Manufacturer narrative:
Non-roche reagents are installed on the instrument which may cause carry-over issues. The gear pump head had not been replaced since the instrument was installed in 2017. New calibration was performed on reagent lot 557413 and the results were acceptable. Based on the information available, the reagent meets specification. The investigation determined the event was consistent with a gear pump issue.

Manufacturer narrative:
Qc was acceptable. The customer performed an experiment and the result after dilution was 26.85 mg/l. The reaction monitor for the initial result was abnormal; the reaction monitor for the repeat result was normal. The calibration data from 28-oct-2021 showed an error. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient urine sample tested for total protein urine/csf gen.3 on a cobas 8000 c 502 module. The initial result was 25.62 mg/l. This result was reported outside of the laboratory. The repeat result was 696.57 mg/l. The total protein reagent lot number was 55741301 with an expiration date of 30-sep-2022.